Event description:
It was reported to baxter that the reservoir of one (1) ce intermaet lv167 device had ruptured during patient use. According to the customer, the device was filled 167ml of vancomycin (1g in 167ml of normal saline). The reservoir ruptured towards the end of infusion with roughly 27ml of solution remaining in the device. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or should any additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA investigation, idc-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). This report was first received by the manufactuer on (B)(4) 2010. The initial medwatch report submitted on (B)(4), 2010 stated (B)(4) 2010.